Manufacturer narrative:
Block d2b: product code: additional product code qon. Block d10: model number/catalog number: 1201, serial number: (B)(6), batch/lot number: al1s943055, model/catalog description: tined lead, unique identifier (UDI) #: (B)(4). Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006.

Event description:
It was reported the patient with this implantable neurostimulator needed assistance with changing stimulation. The patient's remote control had a red light, so they were assisted with switching programs. Then the patient called back stating the red light showed up on the remote control again and they were unable to turn up their stimulation. The clinical specialist plans to meet with the patient to interrogate the device. The patient had high impedance on two electrodes, and they were reprogrammed around it. The patient is still waiting for a referral to a physician who can perform the revision. Additionally, the patient had surgery to revise the tined lead and neurostimulator. The patient is doing very well post-revision and seeing symptom improvement.